Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited fluctuating impedance measurements from 500 ohms to 1300 ohms along with loss of capture (loc) ten months prior. Good capture was noted around 500 ohms and no capture around 1300 ohms. Eight months later it was reported that continued fluctuating impedance measurements, noise and oversensing were observed, no asystole was reported. A lead to device connection issue was suspected however no intervention was performed and sensing was properly adjusted. Six weeks later, a revision procedure was performed were this rv lead was examined in the device port and when the physician performed the tug test, the lead remained in place. The rv lead was then tested through the pacing system analyzer (psa) and a normal measurement of 600 ohms was observed. Defibrillatory threshold testing was performed with the guidewire left in the lead lumen as not to lose venous access. The existing rv lead was placed back in service along with a new device. No additional adverse patient effects were reported.